Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: no information is available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with an unknown mentor silicone, breast implant experienced unknown sided ¿no information is available¿ postoperative. As a result, patient underwent removal on (B)(6) 2023.

Manufacturer narrative:
This case was re-evaluated by MDR and clinician teams, and it was concluded this file does not meet the complaint criteria at this time. Since the information is very limited at this time and no adverse event was reported, this file was downgraded to npi. Should more information become available, this case will be re-assessed. 1. Pc- medical device removal, no information available and pec- adverse event, MDR_reportable codes were removed. 2. Pc-insufficient information, no adverse event and pec- no product quality issue were added. 3. Dos was re-located to additional information section. 4. Reportability re-run from serious injury to not reportable. 5. File downgraded to no product issue. Manufacturer¿s reference number: (B)(4).